Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing gui central processing unit (cpu) printed circuit board (pcb) and the harness for the backlight inverters. Covidien was not authorized to service device.

Event description:
Customer reported that an 840 ventilator had a erratic upper graphical user interface (gui) display. The device was not being used on a pt when event occurred.